Event description:
It was reported that an asymptomatic patient presented during a follow up visit and the device was found in backup vvi mode. The device was reprogrammed. The patient is in stable condition.